Event description:
It was initially reported via return product form that a patient had the generator removed due to end of service and the lead removed due to a lead discontinuity. Follow up with the surgeon's office revealed that they were not aware of any lead issues and that the device was removed because the patient's seizures were well controlled with medication and the patient no longer needed the device. Good faith attempts to obtain information from the patient's neurologist were also unsuccessful as the neurologist no longer sees the patient and does not have access to the patient records. Review of the patient's programming history revealed that high lead impedance readings were obtained in 2006 and the device was programmed off on (B)(6) 2006. The explanted lead was returned to the manufacturer for product analysis. During the visual analysis, breaks were observed on the connector ring quadfilar coil approximately 1mm and 27mm from the electrode bifurcation. Scanning electron microscopy was performed on the coil break found at 1mm and identified the area as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Scanning electron microscopy was performed on the coil break found at 27mm and identified the area as being mechanically damaged with fine pitting which prevented identification of the coil fracture type. During the visual analysis, the connector pin quadfilar coil appeared to be broken approximately 27mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area as being mechanically damaged which prevented identification of the coil fracture type and no pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of fine metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest discontinuities in the returned portion of the device may have contributed to the stated allegation of lead discontinuity. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.